Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 467 mg/dl. Reportedly, customer forgot to change infusion set and used it past labeling guidelines. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer acknowledged event was due to user error.